Event description:
It was reported that every time the patient leaned back "1 hair too far" she was "zapped" in her rib cage and it would make her vomit. It was "horrible pain" and "it was not in the right location and just down her right leg." The patient had been reprogrammed two days prior to report and the manufacturer representative was able to "fix" the pain and achieve stimulation in her lower back and down her legs. The patient was happy even though her "ribs have to heal." During the patient's initial programming in her physician's office she felt a shocking sensation. The manufacturer representative indicated this could have been avoided by "zeroing out the machine."

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 355531, lot# n342860, implanted: (B)(6) 2012, product type: screening. Device product ID: 3550-39, lot# n342971, implanted: (B)(6) 2012, product type: accessory. (B)(4).